Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, yet before the lead or device were implanted, the patient went into ventricular fibrillation (vf) and was shocked. The patient then went into vf during insertion of the right ventricular (rv) lead but converted the rhythm on their own. The rv lead remains in use and no clinical action was required. No further patient complications have been reported as a result of this event.